Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for hemochron signature elite serial number (B)(4). A child case capturing the reagent and lot number of the disposable device tested with this instrument is f7jac213 and is referenced by accriva diagnostics' complaint number (B)(4). Accriva has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported an out of range high reading with a hemochron signature elite and act plus system. A patient with coronary artery disease underwent an four-vessel coronary artery bypass and was receiving intravenous heparin. The target act was 480 seconds. Act results measured during the procedure were as expected except for a single out-of-range high error. The same sample was assayed on a different signature elite instrument and reported an act result of 687 seconds and this result was used for patient management. The procedure was completed without incident and no adverse events were reported.

Manufacturer narrative:
This MDR follow-up #1 submitted on 01/24/2018 references accriva diagnostics' parent complaint number (B)(4) and the child complaint (B)(4) that was submitted with the parent complaint. This follow-up MDR provides the results of (1) device evaluation of signature elite instrument, serial number (B)(4) alleged in the parent complaint and (2) the bioqc evaluation of retained samples of hemochron jr jact+ reagent cuvette used in the procedure. The actual device (B)(4) was evaluated; a jact+ device from same lot evaluated; process evaluation performed. A DHR review was performed for each device. No ncr or previous repairs related to the complaint were identified for the signature elite instrument. No ncr or any other anomalies related to the complaint were identified for the jact+ cuvette. No failure detected. No failure detected; both devices operated within specification. Correction: concomitant medical products: jact+ lot number f7jac213.

Event description:
Follow-up #1.